Event description:
It was reported to the MFR that the vns pt's device could not be interrogated at a follow-up visit by the neurologist. It was also indicated that the pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. A battery life calculation was performed on the pt's generator with the available programming history, and the result revealed that the device is not likely at end of service. However, the physician suspects that the reason for an increase could be due to depletion of battery. The pt has been referred for a generator replacement surgery due to the believed end of service condition of the generator. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.